Event description:
It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened. The patient is being monitored by the clinic. No adverse consequences reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was confirmed that the sensor waveform morphology has improved and is no longer dampened at this time. On (B)(6) 2025 a right heart catheterization was performed to assess the sensor accuracy. The sensor was recalibrated and the baseline was increased by 3.1mmhg.